Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient experienced severe pain in the area of the angio-seal placement, up to the patient's head. On a scale of 1-10, the patient's pain was a 9. There was some shock to fainting, especially when flexed, from sitting to standing, and squatting. It occurred after four (4) hours. Additional information was received on (B)(6) 2023: the procedure performed, prior to using the closure device was digital subtraction angiography (dsa). The procedure sheath that was used 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved by the angio-seal device. There was no medical intervention required for the patient. After the patient was laid down and pressed the angio-seal deployment site for some time, the patient became stable. The pain will disappear after that condition. The patient could be discharged the same day, although the team must delay the discharge plan. The pain usually occurred when the patient position leg not straight (flexed), changing posture from sitting to standing, and squat position. Additional information was received on 05 feb 2023: it was confirmed that there was no shock or almost fainting with the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. Based on the available information, the complaint was unable to be confirmed. The exact root cause was unable to be determined. The cause of the alleged harm was unable to be identified, as the issue should not occur with proper device use. The likely cause was determined to have been user technique resulting in pain to the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).